Event description:
Pt reported being hospitalized for treatment of high blood glucose (>500 mg/dl), in 2004. Pt had not self-treated, by bolusing, prior to hospitalization. Pt stated that, upon arrival at the hosp, pt was treated with injections of lantus and humalog. Pt was released the following day. At the time of the report, pt had switched to their back-up device.